Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum a flow issue occurred. There was no report of patient impact. The following information was provided by the initial reporter: the hcp connected this product to an IV line properly and did flushing; however, the fluid (saline) flowed only after applying greater pressure (it didn't flow with a usual amount of pressure).

Event description:
It was reported while using bd q-syte luer access split septum a flow issue occurred. There was no report of patient impact. The following information was provided by the initial reporter: the hcp connected this product to an IV line properly and did flushing; however, the fluid (saline) flowed only after applying greater pressure (it didn't flow with a usual amount of pressure).

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 29-mar-2022. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received three opened q-syte units along with an opened product package from lot number 1210004. In addition, three photographs were provided. A gross visual inspection of the returned units did not find any damage to the components. The units were functionally tested by flushing each one using a 10ml iso grade syringe. The plunger was pushed with minimal force and flow was observed through all q-syte. The returned units were then tested for flow rate and all units were found within specification. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. The returned unit provided for evaluation met and performed per the required manufacturing specifications. A device history record review showed no non-conformances associated with this issue during the production of this batch.